Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery excessively during the prime process. The customer's blood glucose was over 300 mg/dl. The customer reported that the alarm was resolved by a complete set change and declined to return the infusion set and reservoir for analysis. The customer requested replacement of the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at the display window corners and a cracked reservoir tube lip.